Event description:
Patient - arthroscopic to open: our affiliate is reporting that during an arthroscopic shoulder repair, the surgeon was experiencing issues with vapr s90 electrodes. It appears that when the surgeon chose the coagulating mode the power output setting at the console display screen was defaulting to minimum power preventing the use of the coagulating function. This issue was with 3 electrodes. For whatever reason, the surgeon converted to open and used same type devices to complete the procedure without further issue or further harm to the patient. The procedure was extended by 40 minutes due to this issue. Also see associated mdrs 1221934-2009-00412 and 1221934-2009-00413.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.